Manufacturer narrative:
Review of the DHR for this prt/lot# did not reveal any discrepancies. The parts were MFR to drawing specs. The instrument broke near the .035 inch radius just above the taper. Instrument analysis confirms that the flat to flat dimensions (.0977 inch +.0000/-.0010) is within print specs (drawing # 07.00172.101) ranging from .09690 inch to .09705 inch. This is the only relevant dimension on the returned instrument. The broken piece was not returned with this complaint; therefore, no other relevant dimensional checks could be taken. The surgical technique for the trinica and trinica select anterior cervical plating sys, l1218 rev h, states to use the hex driver to advance the screw until it is firmly seated. The hex driver is also to be used when turning the locking cap. The ball end hex driver is an optional instrument used to rotate the locking cap in situations where interference with anatomical structures or retraction limitations exist.

Event description:
Patient underwent surgery in 2006, and rec'd a 28mm trinica select plate along with two 4.2x14mm variable self drilling screws, one 4.6x14mm fixed self tapping and one 4.6x14 variable self tapping screw. 1 level from c3/4 with tmt cervical interbody. The case rep explained the reason for surgery was to remove an existing construct due to non fusion (original surgery date is unk.) And implanted the items described above. The surgeon was inserting a screw into plate using the standard hex driver (p/n 07.00169.001) and did not fully seat the screw into the plate. The surgeon asked for the ball end hex driver, inserted the ball end hex into the screw hex pocket and attempted to fully seat the screw into the plate. Upon applying rotational force to the screw with the driver the ball end hex broke off inside the screw hex pocket. The o.r. Staff made multiple attempts to remove the broken tip without success. The remaining screws were inserted without difficulty. The surgeon was unable to partially rotate the locking cup over the screw head where the ball end hex broke off in. The case was completed with the broken end of the ball end hex in the hex pocket of the screw. At this time there is no known pt health issues. However it is a potential for an adverse event and/or a negative reaction from the pt because of the broken end of the instrument was not removed from the cervical plate.